Manufacturer narrative:
(B)(4). The device was not returned for evaluation. However, there was no leak noted during preparation prior to use or during the first two inflations, which suggests a product quality issue did not contribute to the reported difficulties. In this case it is likely that the balloon interacted with the moderately tortuous, moderately calcified and 90% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. The same anatomical conditions likely contributed to the resistance met during advancement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, moderately calcified, 90% stenosed left circumflex (lcx) coronary artery. A 2.50 x 8 mm nc tenku rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced to the lesion and met with slight resistance with the lesion and crossed. Upon the first inflation to 10 atmospheres the balloon ruptured. The bdc was replaced with a non-abbott bdc to complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.